Manufacturer narrative:
(B)(4). Investigation - evaluation during the course of investigation, a dimensional verification, along with a review of the complaint history, device history record, drawing, instructions for use (IFU), quality control (qc) and a visual inspection of the returned used and damaged device was conducted. The information provided by the reporter stated that the introducer snapped while inside the patient. A cut down procedure was used to remove the device, resulting in the patient remaining overnight. The initial procedure was abandoned and the procedure was rebooked for a later date. No information regarding the attempted procedure or the patient pre-existing conditions and/or anatomic considerations relative to the case were provided. Per specification, quality control personnel verifies the surface of the outer catheter is smooth, clean and free of excessive kinks and foreign debris. The fittings are also confirmed to be correct and the tubing is verified to be secure in the fitting. A review of records revealed there were no nonconformances recorded and the products from this lot passed in-process inspection testing. The device is shipped with and instructions for use (IFU); which includes information on intended use, precautions, warnings, potential adverse events, and instructions for proper use of the device. Based on the information provided and the results of the investigation, it is possible to determine that the device was subjected to force beyond its intended design during the procedure. The bends in both the inner and outer catheter shafts as well as the stretching at the separation of the outer catheter point to this as the likely scenario in this case. We have notified appropriate personnel and will continue to monitor for similar events. Per the quality engineering risk assessment (qera), further risk reduction is not required. During the course of investigation, a dimensional verification, along with a review of the complaint history, device history record, drawing, instruction for use (IFU), quality control (qc) and a visual inspection of the returned used product was conducted. This device is inspected, ensuring the hub is molded securely to the tubing and confirming the surface of outer catheter is smooth, clean and free of excessive kinks and foreign debris. The fittings are also confirmed to be correct and secure. A review of production nonconformance data for the product lot and inventory component lots revealed that there were no nonconformances recorded related to the production of the outer catheter in the set. Also, at the time of this investigation, this complaint is the only reported field complaint related to the provided lot. The device is shipped with an instructions for use (IFU); which includes information on intended use, precautions, warnings, potential adverse events, and instructions for proper use of the device. Based on the information provided and the results of the investigation, it is possible that the device was subjected to force beyond its intended design during the procedure. The bends in both the inner and outer catheter shafts as well as the stretching at the separation of the outer catheter point to this as the likely scenario in this case. We have notified appropriate personnel and will continue to monitor for similar events. Per the quality engineering risk assessment (qera), further risk reduction is not required.

Event description:
Information was provided to the manufacturer that the introducer snapped during the procedure (unknown), with half of the device remaining in the vessel of the patient. The user performed a cut down to remove the device. The patient had to stay over night (this should have been a day case). The user had to abandon the procedure and the patient is re-booked for a later date. The patient did not suffer adverse consequence due to this event.

Manufacturer narrative:
The customer returned one used and damaged jcd-4.0-18-10.0-mpis-sst catheter which is a component of the mpis-401-nt-sst set. The returned device was examined. The inner catheter was found to have a 20 degree bend in the shaft. The bend began at 1.5 cm distal to the proximal hub. There was also a rupture in the catheter shaft at 5.1 cm distal to the proximal hub. The outer sheath was returned in two pieces. The first piece included the proximal hub and there was 1.8 cm of tubing attached to the hub. The separated piece was 8.4 cm in length. There was significant stretching noted in the separated piece as well as noted stretching in the piece connected to the hub. The separated piece also have a 15 degree bend in the shaft that began about 3.5 cm from the stretching at the separation of the shaft. The distal tip also showed impressions or marks in the shaft that may have been caused by an instrument of some kind during the procedure. This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Additional information received noted that the patient's common femoral artery was punctured and that the patient was "bleeding excessively." The patient's bleeding did not stop after 15 minutes of manual pressure so the outer part was removed. Subsequently, the device snapped and part of the device was left within the artery. The reporter also noted the patient was obese and had heavily calcified arteries with a relatively long distance from the skin to the common femoral artery. The patient suffered no long term sequelae.